Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 8.2 mmol/l at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer states going into water and put pump in rice and pump is frozen. The customer states is in (B)(6) until (B)(6) 2018. The customer was advised to monitor pump and call back when they return from (B)(6) and leave pump in rice longer then 3 hours. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. Insulin pump passed displacement test and self test. No moisture damage on electronics and motor assembly noted.